Event description:
Pt originally had breast implants placed in 1977. Pt complained of pain. Both implants were surgically removed and replaced. Surgeon found bilateral capsular contractures and disruption of implants. Pathology examination of implants after explantation found that the right implant was disrupted and the left implant revealed several defects when lightly compressed. A MFR's imprint of "e" was observed on both explanted implants.